Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that a fanelli laparoscopic endobiliary stent set was found to be broken. Additional information regarding patient and event details has been requested, but is unavailable at the time of this report.